Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that his onetouch verio iq meter displayed inaccurately erratic results. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed that the subject meter began displaying inaccurate results at an unspecified time on (B)(6) 2016, when he obtained alleged inaccurately erratic blood glucose results of 322 and 240 mg/dl, less than 20 minutes apart. Based on statistical methodology, the calculated difference of these glucose results does not meet lfs¿ criteria for accuracy. The patient manages his diabetes with insulin which he self-adjusts. He reported that also on (B)(6) 2016 at 10:58pm, he increased his medications ¿novolog levemir 10 units¿. He claimed that immediately after the start of the alleged issue, he developed the symptom of ¿drowsy¿. The patient denied receiving any treatment. At the time of troubleshooting, the cca noted that the subject meter was set to the correct unit of measure and the patient¿s blood samples had been taken from the same approved sample site. Replacement products were sent to the patient. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. This complaint is being reported because due to the comparison provided, the device malfunctioned.